Manufacturer narrative:
Testing and inspection also confirmed the customers complaint, the scissors were broken and the grip was missing. The probe is broken at 13,6 mm from the distal end site. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the event couldn¿t be exclusively identified. However based on the investigation results, the reported event possibly occurred by the following mechanism: the worn and torn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. A force was applied to the probe causing it to break. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the procedure the coagulation scissors broke and one of the grippers has broken off. The broken part was still connected to the device. The replacement was available under five (5) minutes. No impact or complications to the patient. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: probe failure. This report is being submitted for the malfunction found during evaluation.